Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening device on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with a non-allergan implant.